Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the head failed its e-field tests and the lower case and cable were found to be out of specification. It was further noted that the lens was cracked, the cable twisted, the retainer broken and contaminated and the magnet contaminated. The head was to be scrapped due to a lack of available parts and replaced. (B)(4).